Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was retained by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: n/a. Associated medwatch: mr# 1221934-2018-50623, mr# 1221934-2018-50624.

Event description:
It was reported by the biomed that during an unknown procedure, the pump was working on and off when activated by the foot pedal. Both need to be checked. The procedure has been finish with those same devices, no harm to the patient. The device is not available for investigation after multiple attempts made.